Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge. Reportedly, the cartridge was filled with 100 units of insulin. The customer's blood glucose level was 83 mg/dl. During troubleshooting with tandem technical support, the customer added insulin to the existing cartridge, and completed the load process successfully.